Manufacturer narrative:
H10: manufacturing review: a lot history review could not be performed as the lot number was not provided. Investigation summary: the sample was returned for evaluation. Visual evaluation of the sample revealed that one segment was of a corewire with the distal end attached to the distal end. The distal tip was deformed. The other segment was of a corewire within an outer catheter measuring approximately 99.4 centimeters from end to end. Bunching and tears were noted throughout the length of the outer catheter; these are due to the reported retraction problem. Nine photos were sent for review. The photos revealed two segments of a corewire within an outer catheter. One segment is of a corewire that was not attached to any other part of the device. The other segment showed a corewire with the distal tip of the device attached to the distal end. The distal tip was deformed . Therefore, the investigation is confirmed for retraction problem. It is possible that the distal tip of the device was stuck in a highly calcified lesion when the user attempted to retract the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: g1, h3, h6 (patient code, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, the recanalization catheter allegedly became lodged within the lesion and could not be removed. It was further reported that surgical intervention was necessary to remove the catheter. Patient status was unknown.

Event description:
It was reported that during a recanalization procedure, the recanalization catheter allegedly became lodged within the lesion and could not be removed. It was further reported that surgical intervention was necessary to remove the catheter. The patient's status was unknown.

Manufacturer narrative:
H10: manufacturing review: the lot number was provided and a lot history review was performed. The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. Visual evaluation of the sample revealed that one segment was of a corewire with the distal end attached to the distal end. The distal tip was deformed. The other segment was of a corewire within an outer catheter measuring approximately 99.4 centimeters from end to end. Bunching and tears were noted throughout the length of the outer catheter; these are due to the reported retraction problem. Nine photos were sent for review. The photos revealed two segments of a corewire within an outer catheter. One segment is of a corewire that was not attached to any other part of the device. The other segment showed a corewire with the distal tip of the device attached to the distal end. The distal tip was deformed . Therefore, the investigation is confirmed for retraction problem. It is possible that the distal tip of the device was stuck in a highly calcified lesion when the user attempted to retract the catheter. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. The definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: g4; d4 (expiry date: 11/2020). H11: b5, d4 (corporate lot number), h4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a recanalization procedure, the recanalization catheter allegedly became lodged within the lesion and could not be removed. It was further reported that surgical intervention was necessary to remove the catheter. Patient status was unknown.